Event description:
The patient's device reportedly stopped working. In 2005, the patient was seen at center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Five days later the company was notified that surgery to explant the patient's c1 device is to be scheduled.